Event description:
It was reported by svc report that the IV pole weld was broken and there were exposed sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: IV pole.